Manufacturer narrative:
Event was reported to have occurred on an unreported date at the end of (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with cephalosporin infusion (dose and frequency were not reported) and another unspecific anti-inflammatory drug infusion (dose and frequency were not reported) for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was continued during the treatment. No additional information could be provided as the reporter declined follow up.